Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the end user states when the unit is powered on it shuts down no lights.